Event description:
It was reported that an instrument fractured during surgery. No harm occurred. All pieces were removed from the patient. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2- china. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H6: component code: proposed component (annex g) code is: - mechanical (g04) - drill.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h4, and h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned product identified signs of repeated use, the tip of the tail drill feature has fractured off. Fractured piece was not returned. Dimensional analysis was performed, and results were within specification. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue was due to repeated use of this instrument over twelve plus years field life, which causes wear and tear to the instrument and led to fracture. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.